Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards. System operates as intended. (B)(4).

Event description:
The customer reported the system would not fluoro. No patient injury was reported.